Event description:
A customer reported difficulty with loading and unloading cartridges from their second t:slim x2 insulin pump, which often required significant pressure and extended times to replace cartridges. Despite contacting technical support for assistance, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. Following a series of troubleshooting steps, including an inspection of the pump, technical support identified a small dent in the pneumatic tap as a likely cause. As a resolution, the pump was replaced with a new unit, and instructions were provided to the customer for returning the defective pump and setting up the new device. Customer will continue to use current pump.